Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a portion of the flexible reamer fractured off during use. The fractured portion was unable to be retrieved from the pt.